Manufacturer narrative:
Additional product code: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent revision for the open reduction internal fixation surgery for trochanteric femur fracture with the implants in question. It is unknown if the patient has fallen and the patient is unable to walk. After the surgery patient happened to have the cut-out. The patient will undergo revision surgery for replacement, with total hip arthroplasty (tha) on (B)(6) 2021 at a different hospital than the first one was operated. Surgeon commented that this cut-out did not seem to be product related and implants were placed appropriately. Surgery was completed successfully with no surgical delay. This report is for one (1) 4.5mm ti cortex screw self-tapping 42mm. This is report 7 of 8 for complaint (B)(4).